Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect after the pump was taken out of storage mode. Customer's blood glucose level was 167 mg/dl. During troubleshooting with tandem technical support, the customer corrected the settings and resumed insulin therapy.